Event description:
It was reported that the pt never received pain relief since the pump was implanted despite several dose increases. The report indicated that the pt responded very well to the screening trial prior to the pump implant. It was also reported that there was more volume than expected, 'nothing went in'; specific amounts were not reported. The pt was given a therapeutic bolus which was not effective. No alarms were heard. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.